Event description:
Case description: since last submission the case has been updated with the following information. Expected date of follow up report was extended. Narrative updated accordingly.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) novopen 4 is stuck,plunger does not move; it is stuck halfway. [Device mechanical issue] insulin was not being dispensed [device failure] blood glucose level were 380 and 287. [Blood glucose increased]. Case description: study ID: (B)(6) patient support program. Study description: trial title: patient support program specialized in health. Develop programs of relationship and fidelity to clients, products, respecting language, particularities and positioning as to target audience. Also involved in pv activities. Patient's height,weight and body mass index were not reported. This serious solicited report from chile was reported by a consumer as "novopen 4 is stuck,plunger does not move; it is stuck halfway.(device mechanical jam)" beginning on (B)(6)2025 , "insulin was not being dispensed(device failure)" beginning on (B)(6)2025 , "blood glucose level were 380 and 287.(blood glucose increased)" beginning on (B)(6)2025 , "felt shaky(shaky feelings)" beginning on (B)(6)2025 , "sweating(sweating)" beginning on (B)(6)2025 , "feet cramped(foot cramps)" beginning on (B)(6)2025 , "passed out(passed out)" beginning on (B)(6)2025 , "trembling hands(tremor of hands)" beginning on (B)(6)2025 and concerned a 74 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type ii diabetes mellitus", , insulatard hm vial (insulin human isophane 100 iu/ml) (60 iu, qd (40 iu in the morning, and 20 iu in the evening.),) from unknown start date and ongoing for "type ii diabetes mellitus", current condition: type ii diabetes mellitus (duration not reported), disorientation (patient was an elderly person who lives alone, and communication was very difficult as he was somewhat disorient-ed due to his health condition) on an unspecified date in (B)(6)2025, patient was out for a walk and felt unwell. Patient felt shaky, feet cramped, when got out of the car, he passed out and was taken to healthcare centre, where his blood glucose level (blood glucose) was measure at 380 (unit not reported). Patient was given intra-venous fluids (not specified) and administered insulin. Patient said that he had taken his insulin dose for that day. On (B)(6)2025, patient reported feeling unwell, experiencing trembling hands, sweating. On (B)(6)2025, patient checked his blood glucose level (blood glucose) and it was 287(unit not reported). Upon checking the novopen, it was observed that it was stuck. The plunger does not move; it was stuck halfway and the insulin was not being dispensed suspect product was acquired at the pharmacy. When performing the flow control test, it is negative. Patient performed flow test with new needle. Patient referred that he keeps the product without the needle attached. Patient stored the novo pen in its case at room temperature. Batch numbers: novopen 4: kvg1c79 insulatard hm vial: requested. Action taken to insulatard hm vial was reported as no change. Event abated after use stopped or dose reduced for insulatard doesn't apply event reappeared after reintroduction of insulatard doesn't apply the outcome for the event "novopen 4 is stuck,plunger does not move; it is stuck halfway.(device mechanical jam)" was not reported. The outcome for the event "insulin was not being dispensed(device failure)" was not reported. The outcome for the event "blood glucose level were 380 and 287.(blood glucose increased)" was not recovered. The outcome for the event "felt shaky(shaky feelings)" was not recovered. The outcome for the event "sweating(sweating)" was not recovered. The outcome for the event "feet cramped(foot cramps)" was not recovered. The outcome for the event "passed out(passed out)" was not recovered. The outcome for the event "trembling hands(tremor of hands)" was not recovered. Reporter's causality (novopen 4) - novopen 4 is stuck,plunger does not move; it is stuck halfway.(device mechanical jam) : unknown insulin was not being dispensed(device failure) : unknown blood glucose level were 380 and 287.(blood glucose increased) : unknown felt shaky(shaky feelings) : unknown sweating(sweating) : unknown feet cramped(foot cramps) : unknown passed out (passed out): unknown trembling hands (tremor of hands): unknown. Company's causality (novopen 4) - novopen 4 is stuck, plunger does not move; it is stuck halfway. (Device mechanical jam): possible insulin was not being dispensed (device failure): possible blood glucose level were 380 and 287. (Blood glucose increased): possible felt shaky (shaky feelings): unlikely sweating(sweating) : unlikely feet cramped(foot cramps) : unlikely passed out (passed out): unlikely trembling hands (tremor of hands): unlikely. Reporter's causality (insulatard hm vial) - novopen 4 is stuck, plunger does not move; it is stuck halfway. (Device mechanical jam) : unknown insulin was not being dispensed (device failure): unknown blood glucose level were 380 and 287. (Blood glucose increased): unknown felt shaky (shaky feelings): unknown sweating(sweating): unknown feet cramped (foot cramps): unknown passed out (passed out): unknown trembling hands (tremor of hands): unknown. Company's causality (insulatard hm vial) - novopen 4 is stuck, plunger does not move; it is stuck halfway. (Device mechanical jam) : possible. Insulin was not being dispensed (device failure): possible blood glucose level were 380 and 287. (Blood glucose increased): unlikely felt shaky (shaky feelings): unlikely sweating(sweating): unlikely feet cramped (foot cramps): unlikely passed out (passed out): unlikely trembling hands (tremor of hands): unlikely. Company comment: blood glucose increased is assessed as listed event; shaky feeling, sweating, foot cramps, passed out and tremor of hands are assessed as unlisted event according to the novo nordisk current ccds in insulatard. Relevant information on definitive diagnosis, treatment given, investigation results are unavailable for complete causality assessment. Reported symptoms (shaky feeling, sweating, foot cramps, passed out and tremor of hands) could be related to change in blood glucose values. With available limited information causality of these symptoms are assessed as unlikely related to insulatard. This single case report is not considered to change the current knowledge of the safety profile of insulatard.

Event description:
Case description: investigational result name of the suspect "product": novopen 4 batch number of suspect product: kvg1c79 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product: insulatard hm (ge). Batch number of suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information. Investigational result was added. Imdrf codes b,c,d,g were added. Malfunction field updated as no. Is nonreportable field updated as no. Final report check box was ticked. Expected date of follow up report was deleted. Follow up information further investigation comment was added. Device available for evaluation captured as yes. Narrative updated accordingly. Company comment: blood glucose increased is assessed as listed event; shaky feeling, sweating, foot cramps, passed out and tremor of hands are assessed as unlisted event according to the novo nordisk current ccds in insulatard. Relevant information on definitive diagnosis, treatment given, investigation results are unavailable for complete causality assessment. Reported symptoms (shaky feeling, sweating, foot cramps, passed out and tremor of hands) could be related to change in blood glucose values. With available limited information causality of these symptoms are assessed as unlikely related to insulatard. Patient is an elderly person (74 years) with medical conditions such as type 2 diabetes mellitus, disorientation and difficult to communicate due to health conditions are assessed as significant risk factors for the reported events. This single case report is not considered to change the current knowledge of the safety profile of insulatard. Final manufacturer's comment: 28-apr-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen 4. Patient is an elderly person (74 years) with medical conditions such as type 2 diabetes mellitus, disorientation and difficult to communicate due to health conditions are assessed as significant risk factors for the reported events. H3 continued: evaluation summary: name of the suspect "product": novopen 4 batch number of suspect product: kvg1c79 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.